Manufacturer narrative:
Corrected data: additional information indicates that high impedance was first observed on (B)(4) 2014.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes were received indicating that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance (dc dc ¿ 7). The patient stated that she did not feel any stimulation from her device for months. The patient had been doing well until she began having occasional facial myoclonus in the past few weeks before the office visit; however, the notes indicate that the increase in facial myoclonus was consistent with occasional prior exacerbation. There was no clear change in the patient¿s seizure frequency. The patient¿s epileptologist determined not to replace the patient¿s device at the time and attempt to wean the patient off of vns. The patient¿s device settings were reduced. The notes indicate that the patient was seen on (B)(6) 2014 due to an increase in seizures. The patient reported having 12 days of seizures in may 2014 and two seizures so far in june 2014. The seizures were not related to menses, missed medication, illness or other factors. The patient¿s device was tested during the office visit and diagnostics again showed high impedance (dc dc ¿ 7). Based on chest x-rays and the age of the device, the epileptologist determined that a lead failure was present and referred the patient for surgery. The notes include a pre-operative surgical assessment that occurred on (B)(6) 2014. At the time, the patient was having seizures almost on a daily basis. The seizures are mainly facial myoclonus and the patient is unresponsive. Further follow-up revealed that the patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance. The explanted generator and lead have not been returned to date.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). The patient was referred for device replacement. There has been no trauma that may have caused or contributed to the high impedance. No surgical intervention has occurred to date.